Event description:
According to the reporter, the catheter was inserted on (B)(6) 2022, the catheter did not work under flow (low flow issue), arterial and venous pathways did not function properly. It was also stated that the device was a recalled product (recall fa1244). The catheter was not repaired and there was no leak. Last kt/v (clearance of urea - dialysis time and volume of distribution of urea) was 0.84 on (B)(6). Blood pump flow was 300ml/minute and effective flow was 280ml/minute. Quantity of short stay catheters was 4 and placement sites were 1 vscd, 2 vjid (right internal jugular vein) and 1 vjie (left internal jugular vein). Quantity of long stay catheters were 2 and placement site was 2 vfe (left femoral vein). The catheter was changed on (B)(6) 2022 that required use of alteplase on 6 occasions due to clots and low flow. The clinical complication was deep vein thrombosis of the left lower limb on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: 8888145015, 23/40cmpalindrome kit, wslot, lot number: 1734700111. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the catheter was inserted on (B)(6) 2022, at the start of hemodialysis treatment, the catheter did not work under flow (had low flow issue), arterial and venous pathways did not function properly. Low flow issue was due to thrombosis. It was also stated that the device was a recalled product (recall fa1244). The catheter was not repaired and there was no leak. Tego was not utilized and there was no luer adapter issue. The insertion site was treated prior to product placement. Last kt/v (clearance of urea - dialysis time and volume of distribution of urea) wa 0.84 on (B)(6). Blood pump flow was 300ml/minute and effective flow was 280ml/minute. Quantity of short stay catheters was 4 and placement sites were 1 vscd, 2 vjid (right internal jugular vein) and 1 vjie (left internal jugular vein). Quantity of long stay catheters were 2 and placement site was 2 vfe (left femoral vein). There was nothing unusual observed on the device prior to use. The line was difficult to flush with the syringe. There were no other defects/damages found on the product when the issue occurred. Aside from alteplase, other anticoagulant was used and there was no other intervention/treatment provided as a result of the event aside from used of alteplase. The catheter was changed on (B)(6) 2022 that required use of alteplase on 6 occasions due to clots and low flow. The clinical complication was deep vein thrombosis of the left lower limb on (B)(6) 2022. There was blood loss and blood transfusion was not needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.